Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and the button test was failed. A receiver touch screen manual test was performed and failed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective lcd component. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The age field entry does not represent the date of birth of the patient and should be read as ¿no information¿.

Event description:
It was reported that the receiver display was frozen. Data was received but not investigated as data will not confirm the issue. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.